Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune fb tib base sz 5 cem knee tibial tray component; attune ps fem rt sz 6 cem knee femur component; attune ps fb insrt sz 6 8mm knee tibial insert component; attune medial dome pat 38mm knee patella component; smartset mv 40g - eo bone cement x 2.

Event description:
Complaint description: patient was revised to address tibial and femoral loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Corrected: a1 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.